Event description:
Arjohuntleigh has become aware about the following: info relates to the incident involving the alenti hoist. Basically, the pt had just been sat on the hoist with the arms in place in front of and behind the pt. The nurse was about to secure the safety belt when the front arm of the hoist came out of its socket when the pt leant on it and the pt fell from the hoist. On examining the hoist there doesn't appear to be a defect, and it was deemed to be in good condition in a recent proact assessment ((B)(6) 2013), though we have requested an inspection by the arjohuntleigh engineer. However, it seems that the arm of the hoist can be detached and it is possible that the arm of the hoist was not securely connected to the hoist when the incident happened. Ref # MFR 3007420694-2014-00030.